Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an appendectomy, during the anastomosis of the ileon-colon, the device cut but did not staple the tissue. A gap in the colon was left. The colon was sutured manually to resolve the issue. The surgical time was extended 30 minutes or more due to the product problem.